Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and received instructions from technical support to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.